Manufacturer narrative:
As part of our investigation, the technical assistance (tac) center spoke with the customer regarding the image issue. Tac requested the model of the of ultrasound unit and explained it would be located on the label on the front panel. The customer then reported that the issue resolved and there was now an ultrasound image on the display. Tac provided the customer with the service number for reference. In addition, the service center follow up with the customer regarding the reported event and was informed that the image issue was due to the aux cord being connected to the wrong port. The monitor will not be returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during a diagnostic endobronchial ultrasound (ebus) procedure, the ultrasound image was small and absent from the display monitor. The customer reported that the patient was on the table at time of this phenomenon. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - customer was unable to confirm serial number, therefore, manufacturer date is unknown. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it was found the event occurred due to the connections to the ultrasonic device but the specific root cause of the connection error was not identified. At this time, there was no malfunction of the device. Olympus will continue to monitor field performance for this device.